Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient resented in the hospital for elective device replacement when over current detection and shorted output stage detection alerts were observed. The device was also noted to be in back up vvi mode with disabled high voltage therapy. The patient went into cardiac arrest and had to be externally defibrillated due to hv therapy being disabled and the patient had to be intubated. The device was subsequently explanted and competitively replaced.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi mode was confirmed in the laboratory and was due to a power-on reset. The device was tested on the bench and a shorted high voltage transistor on the svc electrode was found and was caused by high voltage therapy delivery into low impedance. The power-on reset was found to have been caused by external defibrillation.